Event description:
The customer reported that the sys displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the primary and secondary transformer nuts, erased the flash memory and reloaded the software. The sys was tested and found to be working as intended and put back in svc.